Event description:
A customer contacted physio control to report that their device would not powered on. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. It was observed that the device did not boot with only ac power connected, but did boot when a battery was installed. Both the power module and the coin cell were found to be defective and were replaced. The device passed functional and performance testing and was returned to the customer. The replaced power module was further evaluated by physio control. It was found that the root cause of the reported issue was shorted and burned transistor, q1 on the eos power supply. .

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device would not powered on. There was no reports of patient use associated with the reported event.